Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's extensions migrated due to ipg flipping in pocket. The patient's ipg was near end of service, it is unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced, and the extensions were repositioned.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.